Event description:
New information received states the device was explanted and replaced prophylactically due to the advisory. The device was exposed to electrocautery. The procedure was uneventful.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported noise reversion episodes were observed as myopotential oversensing which led to inhibition of atrial pacing. The patient was asymptomatic. Myopotential oversensing was able to be reproduced with deep breathing. The lfa filter was turned off. Small instances of noise were still present but acceptable.